Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine check-up, inappropriate auto mode switch episodes due to occasional atrial lead noise were observed. It was also observed that the atrial pacing lead impedance was low. No intervention was performed. The patient was stable and will continue to be monitored with regular in-clinic follow-ups.